Event description:
The customer reported to olympus that the evis exera ii xenon light source auto sensor for the light was bad and would strobe when it got close to something. The only way to fix it was to go into manual light mode. The issue was found during testing. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the iris printed circuit board was stuck intermittently. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the finding in b5, the evaluation found the customer's allegation was not confirmed. The evaluation also found that the front panel mouth was damaged, the rear panel was deformed, the rear foot was bent, the lens base was cracked, and the scope socket was worn out. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon was not reproduced, and a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.